Event description:
Event description guidant received information during a patient follow-up visit that upon review of electrograms, there was no observed capture or sensing on the right ventricular lead (rv). Further review of electrograms revealed that the device was pacing during the patient's intrinsic qrs, and therefore only ventricular undersensing was confirmed. The field later confirmed there was no loss of ventricular capture. Approximately one month later, guidant received information during a revision procedure to reposition this same rv lead, that the right atrial (ra) lead was inadvertently severed and thus explanted. Blood was noted in the lumen of this lead and questioned whether it was there previous to it being severed. The rv lead was successfully repositioned and the ra lead was explanted, replaced, and returned for analysis.